Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d implanted: (B)(6) 2018, 383069 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The patient reported that post dislodgement they felt worse and their symptoms were exacerbated. The lead was explanted and replaced. It was additionally noted that the patient had a superficial incisional surgical site infection at the cardiac resynchronization therapy defibrillator (crt-d) implant site. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.